Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was broken around the reservoir compartment and the reservoir has fallen out. It was also broken around the battery compartment. Customer was receives frequent random insulin flow blocked alarms. The customer reported no adverse event. The event involved product(s) mmt-394a, mmt-332a, mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-394a. No product return is required for mmt-332a. Product return status for mmt-1715k is unknown.

Manufacturer narrative:
Pump received with missing retainer ring. Unit passed the self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer ring. Unit successfully downloaded to thus. Unable to verify insulin flow blocked alarms due to missing retainer ring. No insulin flow blocked alarm noted in the pump downloaded history near the event date. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch, missing display window cover, cracked keypad overlay, stained keypad overlay, broken battery tube threads, missing o-ring(reservoir tube), detached retainer, broken reservoir tube lip. Missing retainer ring and cosmetic damage at battery compartment was confirmed during analysis. However, unable to verify insulin flow blocked alarm due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.